Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation events. Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor. The evaluation did not indicate any device malfunction in the as received condition. Based on the available information from the distributor, which includes the incident file and the equipment evaluation report, there is no indication of a device malfunction contributing to the reported problem. Te pad placement faults were observed in the download and evaluated. It was determined that these fault flags were unassociated with the inappropriate shock and not a reportable device malfunction. The evaluation included downloaded data review as well as incoming functional testing with a test electrode belt as recommended by zoll manufacturing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor awaiting the completion of the electrode belt evaluation. Device manufacture date: monitor:07/13/2015, electrode belt: 07/06/2011. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was a heart rate above the treatment threshold. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf). The lifevest detection algorithm complies with (B)(4) performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient resides at a skilled nursing facility. A heart rate above the treatment threshold contributed to the false detection. The response buttons were pressed during the event; the response buttons functioned appropriately. The patient remained in the nursing facility and continued wearing the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.